Event description:
Patient fell out of sling on vanderlift 450 while being transferred from bed to wheelchair. Patient observed head laceration and abrasions on arm and leg. Patient was sent to the ed for evaluation and was returned to facility after evaluation and treatment.